Event description:
It was reported that pump experienced malfunction with malfunction alarm that did not follow any notable prior event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction reappeared, which customer acknowledged and understood.